Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Moreover, the patient's younger age likely contributed to this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported a patient implanted with a 27mm carpentier-edwards aortic valve in the pulmonic position, underwent a valve-in-valve procedure due to stenosis and regurgitation. The implant duration of the pre-existing valve is unknown. The patient is reported as stable post procedure.